Event description:
A peripheral atherectomy procedure commenced to treat a lesion using a spectranetics turbo-elite laser atherectomy catheter. During calibration, the catheter was not recognized by the philips laser system. Troubleshooting was performed, including unplugging and re-plugging the catheter into the laser system; however, the same issue occurred. The procedure was completed without the use of the turbo-elite, with no reported patient harm. During evaluation on (B)(6) 2026, visual inspection found a breach with broken fibers just proximal to the marker band at the distal tip. Calibration was not possible due to the breach and broken fibers. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H6) based on the device evaluation and investigation, the cause of the reported failure and damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.